Manufacturer narrative:
Concomitant products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
It was reported that 2 years ago the patient¿s pump ran out of medication and the patient started seizing and having dts. Additional information has been requested, but had not been received as of the date of this report.